Event description:
It was reported to nova biomedical that a consumer experienced a hypoglycemic event, requiring medical intervention. During the call to the customer care dept, it was revealed that the consumer improperly stores their test strips and, the consumer does not control solution test before use, as instructed in our direct education, took place at the time of call. The test strips in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.